Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get additional information are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: when the patient was discharged, the remaining volume in the syringe was 19ml, but the pump indicated that there should be 29.98ml remaining to be infused. The infusion was started with a 50ml bd syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned; however, the device history logs were provided for evaluation. When the logs were evaluated it showed that 29 1ml pca infusions and 2 .52 ml pca infusions occurred from 9:49pm on (B)(6) 2021 until 4:38pm on (B)(6) 2021; with a total volume infused of 29.98ml. Without the actual device a thorough analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.